Event description:
It was reported that the patient presented to the emergency room after receiving several shocks while resting. Upon interrogation of the device. Inappropriate therapy due to noise was observed. The lead was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. A partial lead body was returned. The damage found is consistent with that occuring at the time of an explant. The reminder of the lead was not returned. The electrical continuity of the partial lead was normal. Due to the returned condition of the lead, a complete electrical analysis could not be performed.